Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, blood spill in the kidney dish while interchanging tubes due to the non-patient needle sleeve puncturing and leaking blood. No patient or user impact reported.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, blood spill in the kidney dish while interchanging tubes due to the non-patient needle sleeve puncturing and leaking blood. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd received three photos for investigation. One of the customer photos shows a device with blood leakage in the holder and a sleeve that is side pierced. Additionally, 30 retained samples were subjected to sleeve function testing and another 30 retained samples were subjected to retraction lockout testing. No issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.